Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested on (B)(6) 2012 and (B)(6) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she experiences blurry vision with both eyes which is interfering with reading and sewing. She reported distant and mid-range vision is very good. The consumer reported she was given prescription for glasses from two surgeons (implanting and second opinion) but these did not help. She has tried over-the-counter reading glasses and they did not help either. She stated that reading and sewing in bright light does help. She reported she is not blaming the lenses and "loves being not blind when she gets up in the morning". She stated that the blurry near vision got worse when she started taking high blood pressure medicine one month ago. Additional info was received from the surgeon who reported the pt's blurry vision continues with dysphotospsia. There were no medical or surgical interventions performed to treat the event. The lens is in the bag with no opacity. There are two medical device reports associated with this event. This report is for the right eye.